Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) stopped pumping. The customer swapped the iabp for another. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse could not duplicate the issue. No errors or alarms were noted in the logs. The coiled cable and batteries were checked. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) stopped pumping. The customer swapped the iabp for another. No patient harm, serious injury or adverse event was reported.